Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an internal com error. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). Corrected fields: h6 (medical device ¿ problem code). Additional information: e1 (event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) internal com error. Getinge field service engineer (fse customer stated that pump had been dropped. Verified that pop up display mount was loose also pump was failing drive manifold tests and calibrations were out of tolerance. Checked cardiosave for internal damage. S.t.m. Has ordered parts and will return shortly to complete repair. Replaced pop up display screws and refastened. Re calibrated all pressure transducers ran and passed all performance and function tests. Ran cardiosave with test balloon for 45 mins. No patient involved.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a